Event description:
Boston scientific received information that this device longevity was not as long as expected. The right atrial lead thresholds are very high and it is believed that is the cause of premature depletion. The device will be changed out and the atrial lead might be revised at the same time. To date, there have been no adverse patient effects reported. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.